Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had a recurring no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 386 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump alarmed no delivery during manual prime. The insulin pump will be returned for analysis.